Event description:
In 2009, the lay-user/rptr contacted lifescan alleging that a one touch ultra meter had displayed a message of "high" and read inaccurately high. The pt tests her blood glucose twice a day. She tests in the morning and in the evening. The pt takes a sliding-scale dose of humulin-n insulin once a day based on her morning blood glucose readings. The rptr indicated that the alleged meter started reading inaccurately at the end of the previous month, during the morning time. That morning, the pt took a normal dose of insulin based on an unk meter reading. Around 2:00-3:00 pm that same day, the pt reportedly obtained on unk reading which the pt felt was probably inaccurately high. Based on the meter reading, the pt decided on her own to take an extra dose of humulin-n insulin. Around 8:45 pm that same evening, the rptr claimed that she found the pt on the floor and was confused. Four days prior to the day lifescan was contacted, during the morning time, the pt reportedly obtained a "hi" message on the reported meter. Since the pt did not believe her blood glucose was that high, she retested but got an "error 2" message. Based on the "hi" result, the pt took an unspecified sliding-scale dose of humulin-n insulin. At around 3:00 pm the same day, the pt retested blood glucose again and got another unspecified reading that she felt was inaccurately high. Based on the high result, the pt again decided on her own to take a 2nd dose of insulin. The rptr did not know how much insulin the pt took. Around 5:00 pm, the pt started trembling and was confused. The rptr took the pt to an ER where she was treated with an IV to get her blood glucose back up. The rptr mentioned that her blood glucose was tested every two hours while she was in the hospital where she stayed for 24 hours. The rptr stated that her blood glucose in the hospital went down to "82 mg/dl" and as high as "200 something". During the time of concern, the rptr mentioned that the pt did not modify her diet. She also denied that the pt received any treatment due to the "error 2" message. According to the rptr, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. She did not have control solution. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the rptr alleged that the pt "bottomed out" and developed symptoms suggestive of severe hypoglycemia after the alleged meter started reading inaccurately high. According to the rptr, the pt developed symptoms after taking extra insulin based inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.